Event description:
Caller reported an error with the continuous glucose monitor, noted as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received a complete pump reset instruction from technical support, and no further error was displayed. The sensor session was successfully restarted.